Manufacturer narrative:
Investigation conclusion: a review of complaint history did not identify any adverse trends. Root cause: insufficient information source: phone.

Event description:
Suspected false positive sars results for 1 consumer. The customer communicated that they have only tested positive with quickvue otc since october of 2022 but did not specify how many tests had been taken or what their symptomatic status was at the time. The consumer mentioned testing negative with molecular (pcr testing and other rapid antigen testing.

Manufacturer narrative:
Correction: b3 - corrected year of date of event.